Event description:
A customer reported receiving a minimum fill notification while using their device. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge, but reloading the same cartridge did not resolve the issue. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area. They guided the customer through the process of filling and loading a new cartridge, which successfully resolved the issue, allowing the customer to resume insulin delivery.